Manufacturer narrative:
This is one of three initial MDR report being submitted with associated MFR# 2954740-2016-00301, 2954740-2016-00302, 3008264254-2016-00086 and 1226348-2016-00182. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by a contact at the user facility that during stent assisted coiling of an unruptured 6 x 4.5 mm middle cerebral artery aneurysm in a (B)(6) patient resistance was experienced when using two galaxy coils (glx123509/s11635 and gly120620/s11514). After successfully placing 23 mm enterprise 2 stent, the surgeon placed a prowler lpes microcather (606s155fx/16068713) into the aneurysm. A 5x15 galaxy g3 coil was decided to be placed. After successfully placing and detaching the coil, the surgeon decided to place a 3.5x9 g3 xtrasoft coil (lot# s11635). Upon introducing the coil into the lpes it was noted that there was a fair amount of resistance pushing the coil through the microcatheter. He was however able to successfully place and detach this coil. At this time the surgeon was satisfied with the occlusion of the aneurysm and pulled the lpes out into m1. Upon final angiogram a slight extravasation in the m3 to m4 distribution was noticed. The surgeon decided at that time to temporarily occlude the m1 with a 6x20 galaxy g3 (lot# s11514) and tried to advance the coil into the mc but it would not advance. After a couple of tries the surgeon asked for galaxy 6x20 fill (640cf0620). This coil was delivered without issue but not deployed. The surgeon used this coil to slow the flow, but not stop it in the area of question. After 10 mins the surgeon felt the extravasation had stopped and the coil was removed to restore blood flow. Trying to get a new coil to m1 delayed the procedure by 45 seconds. There were no additional interventions due to the reported event. The pusher wire for complaint coil lot# s11635 and the complaint coil lot# s11514 are available for analysis.

Manufacturer narrative:
This is follow-up MDR report being submitted with associated MFR# 2954740-2016-00301, 2954740-2016-00302, 3008264254-2016-00086 and 1226348-2016-00182. Very limited information was received. The prowler lpes microcatheter was returned to the manufacturing site and was found to be undamaged with no manufacturing defects. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. Located starting 1.7 centimeters off the distal tip of the green introducer is a compressed section of the tube that opens up at the distal tip. It was found that the coil had compression and buckled damage at its distal section. The circumstances of how and when this damage occurred cannot be determined. No manufacturing defects were found. The complaint of the coil unable to be introduced into the microcatheter is confirmed. While the exact root cause cannot be determined, the evidence as returned highly suggests that the compression damage found to the distal tip of the green introducer caused buckling damage to the coil and prevented the coil from being advanced into the microcatheter during introduction. The circumstances of how and when this compression damage occurred to the green introducer cannot be determined. The prowler lpes microcatheter was found to have passed a full inspection at the manufacturing site and did not contribute to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Extravasation is a known potential adverse event associated with the use of the codman enterprise stent , embolic coils and microcatheter and is listed in the IFU¿s as hemorrhage and/or damage to vessels. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel/target lesion anatomy and device interaction may have contributed to the reported events. No further actions are required at this time.

Manufacturer narrative:
This is follow-up MDR report being submitted with associated MFR# 2954740-2016-00301, 2954740-2016-00302, 3008264254-2016-00086 and 1226348-2016-00182. H3, h6: pi# 1-3166219406, galaxy g3 xsft 3.5mm x 9cm (gly120620/s11514). Very limited information was received. The prowler lpes microcatheter was returned to the manufacturing site and was found to be undamaged with no manufacturing defects. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. Located starting 1.7 centimeters off the distal tip of the green introducer is a compressed section of the tube that opens up at the distal tip. It was found that the coil had compression and buckled damage at its distal section. The circumstances of how and when this damage occurred cannot be determined. No manufacturing defects were found. The complaint of the coil unable to be introduced into the microcatheter is confirmed. While the exact root cause cannot be determined, the evidence as returned highly suggests that the compression damage found to the distal tip of the green introducer caused buckling damage to the coil and prevented the coil from being advanced into the microcatheter during introduction. The circumstances of how and when this compression damage occurred to the green introducer cannot be determined. The prowler lpes microcatheter was found to have passed a full inspection at the manufacturing site and did not contribute to the complaint event. Additional test results found that the outside diameter average was within the average od is within the finished device spec of .0159¿ max. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however procedural factors likely contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Extravasation is a known potential adverse event associated with the use of the codman enterprise stent , embolic coils and microcatheter and is listed in the IFU¿s as hemorrhage and/or damage to vessels. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel/target lesion anatomy and device interaction may have contributed to the reported events. No further actions are required at this time.